Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment. Patient's weight was requested.

Event description:
The clinic reported a patient with 1cm diameter white circles in both axillae about 2 weeks post treatment. The symptoms were diagnosed as infections. Oral antibiotics and topical bactroban cream for 4-5 days were prescribed. The clinic confirmed the infections were resolving.